Manufacturer narrative:
The pump was received with a protruded and loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and bleeding lcd. Also, the pump alarmed during the basic occlusion test due to the protruded and loose drive support disk. The pump did pass the displacement test.

Event description:
Customer reported that she had high blood glucose of over 200 mg/dl and the insulin pump was not working correctly. Customer stated that the unit was alarming and the drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)